Event description:
The left arm was accessed to treat a left axcillary / subclavain vein stenosis. The evercross 10x40 x 80 balloon was used to dialate a lesion at the subclavain / axillary vein junction. The balloon was dialated to 10 atmospheres and burst. An attempt to retrieve the evercross balloon met with strong resistance. The physician visualized the lesion and it was their opinion that the balloon tore circumferentially. It was then decided that the patient needed to be sent to the or to have the balloon removed surgically.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image evaluation summary: one cine image documents an inflated balloon in the subclavian vein at the edge of an expanded stent. One of the cones of the inflated balloon lined-up with the marker tabs of the stent but this was essentially the extent of the balloon/ stent overlap. The balloon exhibited an irregular profile suggesting the presence of a resistive irregular lesion. The other two images appear to document a contrast injection at the site of the previously noted balloon inflation. None of the images conclusively document a balloon burst, radial or otherwise.